Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which is part of the subpectoral implant 2009 product advisory initially communicated on (B)(6) 2009, was removed from service during the chronic competitor's right ventricular (rv) lead replacement procedure. The rv lead was replaced due to fluctuation in pace impedance, most recently >2,000 ohms. Visual inspection of the lead during changeout noted that the lead was stretched, having been implanted for several years in the growing, young patient. The physician elected to remove the device from service because it was implanted sub-pectorally. There was no allegation of a device header issue or other product performance anomaly. There had been no non-sustained episodes, and the noise and high pace impedance measurements associated with the rv lead could not be reproduced. All lead measurements were noted as stable through the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. The device header was noted as completely intact. If new information were to become available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, additional notation regarding device analysis was added as follows: there are no indications that the rv lead was not fully inserted into the header. There is no damage or cross threading of the rv setscrew. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.